Event description:
It was reported that the patient with a pulse generator and a non-bsc right ventricular (rv) lead showed a red call doctor icon on the communicator. The pulse generator and the communicator remain in service. No adverse patient effects were reported. Additional information was received mentioning that the alert was triggered due to rv lead pacing impedance out of range. Information was requested regarding the exact impedance values, but no information was received. No corrective actions have been completed at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with a pulse generator and a non-bsc right ventricular (rv) lead showed a red call doctor icon on the communicator. The pulse generator and the communicator remain in service. No adverse patient effects were reported. Additional information was received mentioning that the alert was triggered due to rv lead pacing impedance out of range. Information was requested regarding the exact impedance values, but no information was received. No corrective actions have been completed at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with a pulse generator showed a red call doctor icon on the communicator. The pulse generator and the communicator remain in service. No adverse patient effects were reported.